Event description:
During routine inspection by the sales agency, it was noted that the black plastic handle of the instrument had cracked. With very little pressure it broke off completely. This event did not occur during a surgical procedure.